Manufacturer narrative:
The device has been returned and an evaluation completed for it. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications at the time of shipping. The last repair of the device was performed on jun 9, 2020. The reported event of the device is positive culture and not device defect. The device was not used for procedure after the event was found. No patient infection was reported. Foreign debris within biopsy channel was observed from device inspection result. A culture test by third party laboratory was performed and confirmed positive result. The results are as follows: auxiliary water channel: microbacterium petrolearium air/water channel: bacillus flexus biopsy/suction channel: paenibacillus glucanolyticus a visual inspection of the device on the received condition was performed. Found stains and foreign debris within the biopsy channel. The biopsy channel was inspected with an olympus borescope and a stain was located near the distal end side. Additionally, white debris was located inside the biopsy channel in numerous sections throughout. The biopsy channel also has scrape marks within. The borescope was also inserted into the suction channel and no issues were noted inside of the suction channel; however, a kink was found at the suction cylinder. Further findings include discolored bending section cover glue and lens adhesive. The bending section cover glue at the insertion tube side is open. The scope has passed the water dunk test leak check. In addition, plastic cover of distal end had scratches, distal end rubber coating glue had a crack, the objective lens and light guide lens had peeling of the cement, switch # 1 had a cut, insertion tube had surface scratches, and the up angulation was below standard. The cause of the positive cannot be conclusively determined. The device cultured positive for microorganism growth in the facility and third party laboratory. Moreover, scraped mark, discoloration and foreign debris were confirmed within the channel. Therefore, the following were thought to be cause of microorganism detection; 1) reprocessing method in the facility deviated from IFU recommendation. 2) contamination occurred while sampling for culture test. The cause of foreign debris within the biopsy channel cannot be conclusively specified. However, reprocessing method in the facility may have deviated from instructions for use recommendation at the time of occurrence of this event, causing insufficient reprocessing. The instructions for use includes the following statements: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Furthermore, reprocessing manual states details of reprocessing for channels.

Manufacturer narrative:
The device was reprocessed on (B)(6) 2021. It was not provided as to what culture method was used for testing the scope. The scope was not eto sterilized. The cleaning and disinfectant solutions being used with the endoscope is olympus acecide. The minimum effective concentration is being checked at the start of every cycle. An olympus oer-pro is being used to reprocess the endoscope. There have not been any issues noted with the aer. The endoscope channel is being brushed during manual cleaning. A single use brush is being used. The model of the brush is a 412t and the manufacturer is olympus. Pre-cleaning is being performed immediately after a procedure. The steps for pre-cleaning were not provided. The scope is being leak tested prior to manual cleaning. The leak tester being used is an olympus mu-1. It is not known as to when the last pm for the aer was performed. There has not been any change in the reprocessing personnel. All reprocessing personnel are trained on how to properly reprocess an endoscope. The scope is being stored in a scope cabinet. An endoscopy support specialist (ess) went on site to the facility to observe staff member reprocess scope. No deviation from reprocessing manual was noted by the ess. The facility infectious disease department would like the device to be sent in for inspection and to have it checked for micro tears. However, the device is not returned yet. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device was cultured and sampled twice to test, per the process to monthly test all scopes at the facility. The device tested positive the first time and negative the second. The microorganism that was detected was stenotrophomonas maltophilia. It is unknown as to whether the device was used on a patient with a known infection of the same microorganism. No patient infection occurred as a result of this event; no patients were cultured.